Event description:
Unable to clear alarms, buttons not making any noise. Attempted to restart machine and buttons still not working. Manufacturer response for hemodialysis, (brand not provided) (per site reporter). Replaced keyboard interface board, this did not fix issue. I then replaced main keyboard membrane then unit alarm silence and override started working. Ran patient sim without errors and unit functioned as it should. Called baxter and spoke with [redacted] who gave me case number [redacted] and approved to return to service. Returned unit to service.